Event description:
Rca was wired successfully with a fielder fc wire and caravel catheter was placed over the fielder and successfully navigated all the way distal across the lesion. The fielder fc wire was pulled and replaced with a rotoblator floopy wire. The caravel catheter was being removed but got stuck in the proximal highly calcified 1/3rd of the rca. At the point where the catheter looked to be stuck, the physician continued to pull and noticed the tip of the caravel separated from the shaft. Several attempts were made to recover the tip but they were not successful.